Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the investigation revealed a cs 006 call service alarm which is a failure of the electrically erasable programmable read-only memory (ee-prom). This is an ee-prom write failure. The ee-prom failure is based on reported information on the pump traveler.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.